Event description:
It was reported that two days after the implant of a left ventricular lead, the threshold increased from an implant threshold of 1.4 v to 5-6 v. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.